Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife device was intended to be used in the common bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During preparation, upon taking out of the microknife rx 3l needle knife from the packaging, it was found that the metal from the handle was broken and would not retract or move. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned microknife rx 3l needle knife was analyzed, and a visual evaluation noted that the cutting wire at the handle section was broken. The handle did not have any visual problem. The device was observed under magnification and the cutting wire was broken and bent at the handle section, and the cut of the cutting wire was not smooth. Evidence of bending forces was observed at the broken area. X-ray inspection was performed and it was found that the cannula at the handle section was kinked. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and bent at the handle section . Additionally, the cannula at the handle section was kinked. Evidence of bending forces was observed at the broken area. Based on the condition of the device, the problem found could have been caused by some friction with the cutting wire during the handle actuation. Based on all gathered information, the most probable root cause of this complaint is cause traced to component failure. An investigation to address this issue is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife device was intended to be used in the common bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation, upon taking out of the microknife rx 3l needle knife from the packaging, it was found that the metal from the handle was broken and would not retract or move. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The reported event may suggest that the cutting wire broke.